Event description:
Per the clinic, the patient experienced infection around implant site. The patient was prescribed oral amoxicillin (date and amount not reported). The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.